Event description:
A device was used during a esophagogastrectomy. The trocar kept returning into the device casing and would not stay advanced to permit connection with the top of the device. Several attempts were tried to get the trocar to advance. During this time the stomach was pierced inadvertantly. A second device was used to complete the anastomosis but it fired an incomplete cut. The anastomosis was oversewn by hand extending the case by one hour. Post operatively the anastomosis came apart and the pt was returned to surgery for repair.